Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter valve failure was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration; however, after charging the catheter, water leaked through the valve. Microscopic inspection of the valve revealed foreign material which appeared to be holding the valve open. Microscopic inspection and manipulation of the material revealed it to be firm. It appeared to be comprised of plastic. The edges of the material were irregular. A review of manufacturing processes did not reveal a potential source of the observed material. The observed valve failure was caused by the presence of foreign material which held the valve open; however, the source of the material was not identified. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by healthcare professional "there was blood leaking from the catheter. Probably something wrong with the valve." No other information was provided.

Event description:
It was reported by healthcare professional "there was blood leaking from the catheter. Probably something wrong with the valve." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refq4634 showed no other similar product complaint(s) from this lot number.